Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A physical sample was not returned for investigation, but a photo was provided. The photo was inspected, and the reported condition was observed. A root cause analysis indicates this issue likely occurred due to the incorrect placement of the tube during the packaging process causing it to become trapped in the multivac sealing system when the packaging was cut. Actions have been implemented to address this condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported a department returned a nasogastric tube with reference number (B)(4) and batch number 2418709464 as the tube was cut when the packaging was closed. Twenty devices from their order remain in stock with no compliance problems.